Event description:
All further attempts to the reporter regarding the patient's sleep apnea have been unsuccessful to date.

Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient has sleep apnea and uses c-pap treatment. Attempts for further information are in progress.